Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical service confirmed the data analysis showed the battery appeared to be depleting more quickly than expected and recommended the device to be replaced. There is no evidence to suggest that surgical intervention was performed to explant device. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.